Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed "err hwbbt" . No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the error icon could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. Charged and boot test failed due to unit does not power on after charging. Functional test was performed and failed since the receiver will not turn on. Open receiver and perform internal inspection and passed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.